Event description:
Distributor informed us on may 23 that one of our products was involved in a procedure whose completion had to be cancelled and rescheduled due to misalignment of the system. Specifically, the product was reportedly used for the first time in a procedure on april 20. During the procedure, the responsible surgeon noticed that the clamping unit (movable housing with clamping function on the support tube of the base unit) of the product was incorrectly positioned, which led to a shift in the position of the patient's skull and which is why the treating surgeon decided to postpone the completion of the procedure to another date. The reporter describes that after careful inspection of the product, the team concluded that there was an inadvertent displacement of the product's tension adjustment device, thus reducing the tension setting, which allowed the clamping unit (which is connected to the skull clamp fixing the patient's head) of the device to shift. In a second subsequent feedback, the user describes a further use of the product carried out on may 18 without incidents or other anomalies, during which the integrity and optimal functioning of the product is confirmed, the procedure is satisfactorily completed and a report on the optimal functioning of the doro device is prepared. According to the reporter, the process of implementing the cranial support accessory has been satisfactorily completed and the correct functioning, adjustment and positioning on the operating table has been demonstrated.

Manufacturer narrative:
Based on customer feedback, it is currently assumed and according to the current state of information that the displacement of the clamping housing on the base unit was possible due to insufficient tension. The user is informed of the correct adjustment and verification of this as part of the product's instructions for use. The product and additional information on the incident were requested and will be presented in a follow-up report if applicable.